Event description:
The pt rec'd two leads with the same lot number. It was reported stimulation on the right side was felt in the chest wall. Reprogramming was unsuccessful and produced rib stimulation. X-rays confirmed the right lead had migrated. F/u identified surgical intervention was undertaken on 03/24/2014. The lead was repositioned to t8 and secured in place with a butterfly anchor. Effective coverage was achieved postoperatively. The issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.